Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being used in a unknown procedure on a patient (patient identifier, age, gender, and weight unknown). According to the complainant, the basket would not close inside the patient. The procedure was successfully completed with another zero tip nitinol retrieval basket. Patient condition is unknown. Multiple attempts to obtain additional information have been unsuccessful.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being used in a unknown procedure on a patient (patient identifier, age, gender, and weight unknown). According to the complainant, the basket would not close inside the patient. The procedure was successfully completed with another zero tip nitinol retrieval basket. Patient condition is unknown. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
(B)(6) - no consequences or impact to patient. On (B)(6), 2010 additional information was received stating no stones were present in the basket when it wouldn't close. The device was used in a ureteroscopy procedure and there were no patient complications. This event is considered to be non-reportable based on the report that there were no stones in the basket when it would not close.